Event description:
The angiosculpt was delivered through a tortuous left circumflex artery to a distal lesion. The catheter was inflated once to 10 atm and removed. Upon removal, a segment of the distal tip was noted to be separated from the catheter which occurred outside of the patient. Both the detached segment and catheter were successfully removed. There was no report of patient injury or complications.

Manufacturer narrative:
Visual inspection of the returned device found that a segment of the distal tip was detached from the rest of the catheter. The detached segment of the distal tip measured approximately 3mm in length.